Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited noisy signals and oversensing, which were stored as non-sustained ventricular tachycardia (vt) episodes. It was noted this could have led to inappropriate therapy as well. This patient is scheduled for another follow-up in the near future. Subsequently, additional information was received that boston scientific technical services (bsc ts) reviewed some electrograms (egm's). Bsc ts discussed that the noise was consistent with myopotential oversensing. Noise was present on the right ventricular (rv) and shock channels simultaneously. Possible causes for this could be due to lead connection issues, oversensing of abdominal/diaphragm muscle activity or lead insulation damage. Bsc ts suggested more specific testing be done. It was also noted that greater than 2 seconds of asystole could be observed. There were no adverse patient effects reported.